Event description:
New information received notes that the right ventricular lead (rv) lead was oversensing noise, which led to pacing inhibition. The right atrial (ra) lead had a lead dislodgement during the explant procedure of the rv lead and also had noise oversensing, which was seen via merlin.net transmission.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-00476. It was reported that the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced. It was also observed that the right atrial (ra) lead was explanted and replaced, due to an unknown issue. The patient had no adverse consequences.